Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. A laboratory technician tested the helix mechanism and due to the dried blood/body fluid, the helix could not be actuated during testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had dislodged. A revision procedure was performed in an attempt to reposition the lead. The helix was retracted but could not be re-extended. Placement and removal difficulty were reported. The lead was explanted and replaced without further incident. No additional adverse patient effects were reported.